Event description:
The customer reported that the system was not saving pt images. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive and dvd drive were replaced and the sys software was reloaded. The sys was then found to be operating as intended.